Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during the drain 6/7. Per the caregiver (cg), the home patient's catheter was leaking and the hp needed to go to the clinic. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient who stated he disconnected his transfer set from the adapter in his sleep. The hp's adapter and transfer set were replaced and the hp received prophylactic antibiotics. No patient injury occurred. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.